Manufacturer narrative:
Additional information was received on january 12, 2020, and it was reported that there was no resistance or difficulty during the insertion or removal of the catheter. There was no excessive force or manipulation needed to remove the catheter. Additionally, it was reported that the sheath used during the procedure was an abbott medical sl0, 8.5 f sheath, cod. 407451. The sheath has now been added to section d11. Concomitant med products. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent atrial fibrillation (afib) paroxysmal ablation procedure with a navistar® rmt thermocool® electrophysiology catheter that was reported to have a broken tip after use. It was reported that following a sensor error 105, the physician decided to change out the catheter. Once the catheter was extracted from the patient, it appeared that there was no sheath between the 2 magnets. Surgery was delayed for an unspecified amount of time due to this issue. There were fragments that were generated. The procedure was completed successfully by switching to another catheter. The picture provided by the customer was analyzed and it was notice that the shaft between the two magnets on the tip area was damaged with internal parts exposed. A manufacturing record evaluation was performed for the finished device 30231934m number, and no internal actions related to the reported complaint condition were identified. The damage reported by the customer on the catheter tip was confirmed; however, the damage cannot be related to the manufacturing process since there is evidence that the device was manufactured correctly. Therefore, the reported complaint could be related to the handling and manipulation of the device during the procedure; however, this cannot be conclusively determined. Lastly, the device has not been returned for analysis, for this reason, is not possible to determine the root cause of the damage on the tip. If the device is received in the future, the appropriate product analysis will be performed. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation summary: the photograph was review and analyzed. According to photograph provided by customer, it was observed that the tip was damaged between the two magnets with internal wiring exposed. Customer complaint was confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30231934m number, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) paroxysmal ablation procedure with a navistar® rmt thermocool® electrophysiology catheter that was reported to have a broken tip after use. It was reported that following a sensor error 105, the physician decided to change out the catheter. Once the catheter was extracted from the patient, it appeared that there was no sheath between the 2 magnets. Surgery was delayed for an unspecified amount of time due to this issue. There were fragments that were generated. The procedure was completed successfully by switching to another catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. On november 12, 2019, the biosense webster, inc. Representative provided a photograph of the device. The magnetic sensor error 105 was assessed as not reportable. The incidence of magnetic sensor error was easily detected by the user. The catheter was inoperable, since it could not be visualized on the carto 3 system. The user had to replace the catheter. The potential risk that it could cause or contribute to a serious injury or death was remote. The issue of broken tip with internal components exposed has been assessed as an MDR reportable malfunction.